Manufacturer narrative:
(B)(4). The device underwent performance testing with no failures identified. The device passed the one hour simulated therapy, pressure test, electrical leak test and the final test along with the calibration. The device met all specifications. The reported issue with the device was not specified and could not be verified through the sample evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(40. The device was manufactured in 1996. The device was received for evaluation. The event history log review indicated no alarm/failure code, but as the reported event was unknown, the problem could not be confirmed though the logs. No abnormalities were identified during visual inspection. Functional testing of the device could not confirm the reported problem. A service history and a device history record review revealed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported problem was unable to be confirmed during sample analysis. Upon completion of the evaluation or upon receipt of additional information, a supplemental report will be submitted.

Event description:
It was reported that there was something wrong with the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The unspecified error could not be identified during sample analysis. The cause of the error could not be determined. Should additional relevant information become available, a supplemental report will be submitted.